Event description:
A customer contacted beckman coulter inc. (Bec) reporting that smoke was coming from the ups (uninterrupted power supply) on the coulter lh 780 hematology analyzer. The customer unplugged it and found that the ups plug in the outlet was black. There was no arcing or fire, and the fire department was not called. There was no death, injury or change to patient treatment. No one sought medical attention.

Manufacturer narrative:
Service was not dispatched. A replacement ups was sent to the customer. The customer returned the ups when they got the new one; however, it is no longer available for evaluation. Root cause was unknown. (B)(4).